Event description:
It was reported that the customer had an infections for two months. The customer stated that the doctor had cut the area of the infection open in order to drain it. However, the customer kept experiencing the infection again. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer's blood glucose was unknown. Advised customer to prime the infusion set with the needle facing down. Advised to contact healthcare provider to discuss an insulin. The customer had explained that he may be allergic to insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.